Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during the pre-drilling interference check, the drill bit was found to have slight interference with the distal lateral stop hole. It was used as is, and during drilling, the bit deviated from the hole, so drilling was performed while holding the sleeve. The primary complaint is that the intermediate targeting sleeve felt stiff during use."